Manufacturer narrative:
Conclusion / root cause: the sensor pcb broken solder terminal connectors j5 & j6 caused the oxygen supply failure. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
Philips field service engineer reported the device failed the extended self test "oxygen not connected". There was no patient involvement reported.

Event description:
Philips field service engineer reported the device failed the extended self test "oxygen not connected". There was no pt involvement reported.

Manufacturer narrative:
(B)(4)